Event description:
A company representative reported that an yukon polyaxial screw fractured at the screw/tulip interface during insertion. The shank of the screw was retained at t2 pedicle on the right making it necessary to extend the construct to t3 to provide adequate points of construct fixation. The procedure was completed with one hour surgical delay.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that an yukon polyaxial screw fractured at the screw/tulip interface during insertion. The shank of the screw was retained at t2 pedicle on the right making it necessary to extend the construct to t3 to provide adequate points of construct fixation. The procedure was completed with one hour surgical delay.